Event description:
During the index procedure the patient had one endeavor sprint drug eluting stent implanted in the rca. It is reported that approximately 46 months post index procedure the patient suffered a mi. The event was not assessed for relatedness to device.

Manufacturer narrative:
Results: myocardial infarction. Conclusions: myocardial infarction. (B)(4).